Event description:
Hosp personnel explained that they changed needles for their preocedures and are now experiencing extravasations. They have had about eight in 8 weeks time. Extent of injury, if any, is not known.